Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The reason for call was patient reported they had their battery replaced last Wednesday and the neurosurgeon moved the wires a bit higher so that the stimulation would be in the waist and not the legs. Patient stated when they did the test they would just feel it in the legs and feet and not their waist. Patient said they just felt the electric current in the lower part of their legs and they couldn't feel it on their waist and that's when they knew something was malfunctioning. The issue began about a month ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.